Manufacturer narrative:
Other, other text: additional information: d10, h6, h10: device evaluation: one smiths medical portex tubes blue line ultra (blu) was returned for analysis in a used condition. Visual inspection was performed under normal conditions of illumination and no discrepancies were found. During functional testing, the cuff of the returned sample was inflated using a syringe and the product and immerse in the water in order to detect any leakage. No discrepancies were found in the returned sample, the samples were inflated and deflated without any issue, the samples were inflated per 24 hours without any problem. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
It was reported that when the patient was coughing, smiths medical trach tube got detached accidentally. After checking the detached product, the customer found a pinhole in it. No patient injury.